Manufacturer narrative:
The proximal part of the lead has been received for analysis. The investigation is currently in progress. This report will be updated upon completion of analysis.

Event description:
It was reported during the crt-d implant procedure, while implanting the lv lead, it caused the ra lead to dislodge. The physician attempted to reposition the ra lead. While extracting it to reposition, a part of the lead broke off leaving the distal end fixed inside the patient, and only the proximal part of the lead was able to be extracted. The lead was exchanged for another of the same model, and the measurements were good. The procedure was completed without further complications, and no adverse patient effects were reported.

Event description:
It was reported during the crt-d implant procedure, while implanting the lv lead, it caused the ra lead to dislodge. The physician attempted to reposition the ra lead. While extracting it to reposition, a part of the lead broke off leaving the distal end fixed inside the patient, and only the proximal part of the lead was able to be extracted. The lead was exchanged for another of the same model, and the measurements were good. The procedure was completed without further complications, and no adverse patient effects were reported.

Manufacturer narrative:
Only the proximal portion of the lead was returned to boston scientific's post market quality assurance laboratory. The lead passed testing; tip end not returned. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.